Event description:
In the last 3 weeks, I have had 3 dexcom g7 sensor failures after only having 1 in the prior year. Not sure if they have a bad batch (all came from the same refill) or what, but they can't replace them fast enough and now I have to go without my cgm. This is the only brand my insurance will cover, so I am stuck with them. Reference report mw5171212, mw5171213.